Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown im plug. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
This per is being raised with minimal information. The customer reported that the im plug allegedly broke on insertion. The exact date of event is unknown by the customer.